Event description:
It was reported the patient had their bilateral devices replaced due to normal battery depletion. It was also stated there was a possible short on the left dbs system. Impedance readings of 87 ohms were seen between electrodes 0 and 3. Replacement of the batteries did not resolved the possible short. X-rays did not reveal the source of the short. There was no evidence the battery depletion was related to the short. There was no injury reported with this event.

Manufacturer narrative:
Lead model 7482a51 lot# unk serial# (B)(4) implanted: (B)(6) 2009; lead model 7428 lot# unk serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2011; lead model 3550-09 lot# n207722 serial# unk implanted: (B)(6) 2009; lead model 3550-09 lot# n207722 serial# unk implanted: (B)(6) 2009; lead model 3391s-40 lot# v159340 serial# unk implanted: (B)(6) 2009; lead model 3391s-40 lot# v159340 serial# unk implanted: (B)(6) 2009. This device was being used in a clinical trial noted as g080033. Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.

Manufacturer narrative:
Concomitant products: extension model 7482a51 (B)(4); extension model 7482a51 (B)(4); neurostimulator model 7428 (B)(4); adaptor model 3550-09 lot# n207722.